Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported blank display on the monitor. No patient involvement, problem was observed as the device was switched on.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported blank display on the monitor. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.